Event description:
It was reported that the customer was hospitalized twice due to hypoglycemia. The reported blood glucose readings were 43 mg/dl at the time of the first event and 34 at the time of the second event. The customer was in a car accident as a result of the low blood glucose levels. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer stated that she believes she caused both events due to poor lifestyle choices. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.